Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant of a left ventricular assist device (lvad) the medical personnel experienced difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD). However, a successful interrogation was able to occur. One day later when attempting to program the s-ICD off for the lvad closure procedure, the hospital was unable to interrogate the device. It was thought that both the lvad and patient's ventilator were interfering with the interrogation. Additional information was received that a successful interrogation, and temporary reprogramming, were able to be completed once the programmer was plugged into its own power source. The s-ICD remains in service and no adverse patient effects were reported.